Event description:
Steris system used to reprocess endoscope. Five minutes into the cleaning cycle the machine lid made a loud noise and the gasket "popped". The lid did not open but the gasket popped allowing sterilant to spill onto counter and floor.